Manufacturer narrative:
The event occurred in china. It was reported that the flow could not be displayed on the rotaflow. The incident occurred during operation and the device was replaced with another spare machine without any harm. Due to the reported exchange of the device during treatment a report is required. The patient data was not shared by customer. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective, since replacement with another rfd solved the issue. Thus, the drive will be sent to the supplier emtec for repair. The reported failure "no flow displayed/flow rate unstable/inaccurate" was investigated in a similar complaint by the supplier emtec with the root cause of a sporadic malfunction of components that perform the signal processing on the board, are the primary contributing factor. In addition, the failure mode "flow rate unstable/inaccurate" can be linked to the following most possible root causes according to the rotaflow risk management file: incorrect flow measurement - dried contact gel - user forgot renewing contact gel. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-03-21 for the period of 2018-03-06 to 2024-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console with s/n (B)(6) was produced in 2018-03-06. Rotaflow drive: the review of the non-conformities has been performed on 2025-03-21 for the period of 2018-05-25 to 2024-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive with s/n (B)(6) was produced in 2018-05-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 6.2 reapplying ultrasonic contact cream - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the traffic display is abnormal on the rotaflow and it is suspected that the mainboard is defective. The incident occurred during operation and the device was replaced with another spare machine without any harm. Due to the reported exchange of the device during treatment a report in the us is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the traffic display is abnormal (no flow displayed) on the rotaflow and it is suspected that the mainboard is defective. The incident occurred during operation and the device was replaced with another spare machine without any harm. On 2025-06-26 the affected rotaflow drive (rfd) was sent back to the service department in germany regarding to the failure ¿no flow was displayed¿. During the inspection in the service department, it was found that a ¿head error¿ occurred on startup of the device. The initial reported ¿no flow¿ issue, can not be reproduced at the service department, since the rfd does not run and nothing else is displayed except the ¿head error¿. Due to the reported exchange of the device during treatment and that the reported ¿head error¿ could lead to a pump stop during use a report is required. The patient data was not shared by customer. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective, since replacement with another rfd solved the issue. The affected rfd was sent to germany for repair. During the investigation of the affected rotaflow drive by the getinge service department a "head error" occurred, this was confirmed by the service technician on 2025-08-06. Thus, the drive was sent to the supplier emtec for repair. The reported failure "no flow displayed/flow rate unstable/inaccurate" was investigated in a similar complaint by the supplier emtec with the root cause of a sporadic malfunction of components that perform the signal processing on the board, are the primary contributing factor. In addition the failure mode "flow rate unstable/inaccurate" can be linked to the following most possible root causes according to the rotaflow risk management file (dms# (B)(4): - incorrect flow measurement - dried contact gel - user forgot renewing contact gel. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failures could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-03-21 for the period of 2018-03-06 to 2024-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console with s/n (B)(6) was produced in 2018-03-06. Rotaflow drive: the review of the non-conformities has been performed on 2025-03-21 for the period of 2018-05-25 to 2024-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive with s/n (B)(6) was produced in 2018-05-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported flow failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 6.2 reapplying ultrasonic contact cream: - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.